Event description:
The customer questioned results from 4 patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). The customer provided the samples for investigation. Of the samples provided, 2 patient samples were erroneous when tested for tsh. Test results were from the customer's e602 analyzer, a centaur analyzer, an e170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if any erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The tsh reagent lot number used on the e170 analyzer was 180809 with an expiration date of 06/30/2015. The tsh reagent lot number used on the e411 analyzer was 179690 with an expiration date of 06/30/2015. The serial number for the customer's e602 analyzer is not known. A specific root cause could not be identified. Based on the available data, a general reagent issue could be excluded. When comparing values from different types of analyzers, variances can be expected. For thyroid parameters, age, gender and other patient characteristics should be considered when comparing values.

Manufacturer narrative:
This event occurred in (B)(4).